Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres in 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.